Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The initial reported event of lead fracture was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's attorney that the patient had 'suffered extreme physical injury and extreme emotional and psychological distress, which included a sudden fear of death. The attorney also alleged the patient suffered from 'symptoms of heart palpitations, anxiety, and other debilitating injuries,' the patient is 'under the constant care of their cardiologist, and suffers from post traumatic stress'. It was additionally reported that the right ventricular lead was fractured. The right ventricular lead was explanted and replaced. No further patient complications have been reported as a result of this event.